Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 10 injections were performed with the balloon catheter on the date of the event. A clinical issue was encountered. There was no indication of a product malfunction during procedure. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when ablation the right inferior pulmonary vein (ripv) phrenic nerve palsy (pnp) was observed. The ablation was stopped via the double stop technique. The pnp gradually improved and sufficiently moved under pacing. However, at the end of the procedure, the phrenic nerve motion under spontaneous respiration was slightly weak. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.